Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a button error alarm. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.